Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was removed from the proximal common bile duct of a patient, on (B)(6) 2012, as part of the (B)(4) study clinical trial. According to the complainant, the patient underwent a right hepatectomy and cholecystectomy on (B)(6)1997. On (B)(6) 2011, liver function tests were recorded, and baseline biliary obstructive symptoms included: jaundice, itching, dark urine and pale stools. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. A sphincterotomy was not performed prior to the study stent placement procedure; however, a sphincterotomy was performed during the study stent placement procedure. Reportedly, the stricture had been previously dilated with a balloon. The previously placed plastics stents were removed prior to the study stent placement during the study stent placement procedure. The 10 mm x 80 mm metal stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On an unknown date in (B)(6) 2012, the patient experienced a mild reoccurrence of jaundice. On (B)(6) 2012, prior to the study stent removal procedure, the patient presented with cholestasis, with a symptom of jaundice. A pre-removal cholangiogram revealed that the stent was occluded and had migrated proximally, with a distance of 1-3.9 cm. The proximal end of the stent was noted to be below the hilum and the distal end of the stent was not noted to be transpapillary. Additionally, the stent appeared to be trapped within the common bile duct and partial resolution of the stricture was noted. Subsequently, during the study stent removal procedure, the physician attempted to remove the study stent using "traction" and grasping forceps; however, this was unsuccessful. A balloon dilatation (15 mm) was completed and this allowed the physician to trap the stent. With some difficulty, the stent was able to be removed using a snare by torque and traction. The main duct was reported to be 8mm in diameter in the extra-hepatic segment; however, no guidewire or contrast was able to enter the biliary duct. The patient did well with no other complications or bleeding. However, the patient will be returning next week for follow up.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was removed from the proximal common bile duct of a patient, on (B)(6) 2012, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient underwent a right hepatectomy and cholecystectomy on (B)(6) 1997. On (B)(6) 2011, liver function tests were recorded, and baseline biliary obstructive symptoms included: jaundice, itching, dark urine and pale stools. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. A sphincterotomy was not performed prior to the study stent placement procedure; however, a sphincterotomy was performed during the study stent placement procedure. Reportedly, the stricture had been previously dilated with a balloon. The previously placed plastics stents were removed prior to the study stent placement during the study stent placement procedure. The 10 mm x 80 mm metal stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On an unknown date in (B)(6) 2012, the patient experienced a mild reoccurrence of jaundice. On (B)(6) 2012, prior to the study stent removal procedure, the patient presented with cholestasis, with a symptom of jaundice. A pre-removal cholangiogram revealed that the stent was occluded and had migrated proximally, with a distance of 1-3.9 cm. The proximal end of the stent was noted to be below the hilum and the distal end of the stent was not noted to be transpapillary. Additionally, the stent appeared to be trapped within the common bile duct and partial resolution of the stricture was noted. Subsequently, during the study stent removal procedure, the physician attempted to remove the study stent using "traction" and grasping forceps; however, this was unsuccessful. A balloon dilatation (15 mm) was completed and this allowed the physician to trap the stent. With some difficulty, the stent was able to be removed using a snare by torque and traction. The main duct was reported to be 8mm in diameter in the extra-hepatic segment; however, no guidewire or contrast was able to enter the biliary duct. The patient did well with no other complications or bleeding. However, the patient will be returning next week for follow up. **additional information received since (B)(4) 2012** according to the complainant, the patient was difficult to contact to come in for their per-protocol removal visit. On (B)(6) 2012, the patient underwent their per-protocol study stent removal. During the procedure, it was noted that there was partial resolution of the stricture, proximal migration, difficulties removing the stent and biliary sludge was present. The biliary sludge was removed with lavage and a dormia basket. There was also a new stricture in the distal choledochus. Following the stent removal, two new plastic stents were implanted within the common bile duct. Patient has been controlled afterwards with stent exchanges.

Manufacturer narrative:
(B)(6). The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the boston scientific wallflex biliary fc benign stricture study protocol. Stent migration, jaundice and stent occlusion are known complications associated with the use of this device. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(4): (cholestasis with symptom of jaundice). (B)(4): stent migrated. Stent difficult to remove. Stent blocked/occluded. (B)(4) study clinical trial. Foreign source: (B)(6). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.